Manufacturer narrative:
The service call was cancelled by the customer. Per the info provided the facility bio-med addressed the issue. There was no additional detail provided. Service call closed.

Event description:
It was reported that the 9800 system c-arm lift motor is not going down. There was no report of pt injury.